Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the mid right coronary artery. During unpacking of a 24 x 4.00 rebel stent, it was noted that the stent struts were pulled up. The procedure was completed with a different device. No patient complications nor injuries were reported.